Manufacturer narrative:
Log files show alarm 325 starts to trigger from (B)(6) 2019 after a start up and the failure again repeats on the following start up. The last two start ups went well with out the failure. Customer confirmed that there is no obstructions for the epc fan. Main electronics received and was replaced by the customer.

Event description:
Customer reported "epc fan failure". Customer confirmed that there was a patient involvement and patient was moved to another ventilator. They have also confirmed that there was no injury.